Event description:
It was report that intermittent occlusion alarms occurred. The customer went to the emergency room and was subsequently hospitalized with a blood glucose level of 600 mg/dl and diabetic ketoacidosis. The customer attempted to self-treat with a correction bolus via the pump and manual dose injection, but was treated intravenously with fluids of saline and insulin in the hospital. The customer was released on (B)(6) 2024 with no permanent damage and issue resolved.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.